Event description:
It was reported that during the system upgrade procedure, the customer was not comfortable with the helix extension of the new right ventricular (rv) lead. "After multiple deployments and repositioning¿s it began to take many more than usual rotations to get the helix to deploy (20-30)." The lead was removed from the patient and tested on the table and experienced the same problem. It was noted that there was "quick retraction, very slow extension." It was also noted that the procedure took longer than expected. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned and analyzed. No anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-52 lead, (B)(6) 1999; 4524-45 lead, (B)(6) 1999. (B)(4).